Manufacturer narrative:
Method: device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without the return of the device, the root cause of this event cannot be confirmed. Although based on the source documents provided, this patients chronic renal disease may have contributed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that an (B)(6) female underwent a valve explant after an implant duration of approximately fourteen (14) years due to critical aortic stenosis. It was identified, through review of source documentation provided, that the valve was calcified with an aortic valve area of approximately 0.47 cm2. The explanted valve was replaced with a 21 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. There were no complications and the valve will not be returned for evaluation.